Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels (500 mg/dl), and diabetic ketoacidosis. Customer was treated with fast acting insulin injections. Although requested, no additional information was provided.